Manufacturer narrative:
Correction: h6 - removed 4610 - inadequate/inappropriate treatment or diagnostic exposure. Correction: a4 - removed patient a3a and date of birth.

Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's right lead placement deviated from the target required for the clinical study. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.